Event description:
It was reported that the user was unable to unlock the ilet, observed air bubbles under a screen protector, removed the protector, and then noted the ilet screen was cracked, prompting replacement of the device; blood glucose was reported at 137 mg/dl and unaffected. Symptoms included no injury or adverse physiological effects. Outcomes included continued use of cgm via the dexcom app or receiver and planned replacement of the damaged device. Investigation included customer interview, review of use conditions, and decision for device replacement logistics. Investigation of this case revealed a cracked display consistent with physical damage to the device¿s screen assembly and an associated inability to operate the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to handling or external force, not a device malfunction.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.